Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving mulitple high voltage therapies. Device interrogation revealed that an svt rhythm had accelerated into the vf zone. After the initial therapy the patients heart rate decreased to the vt zone, however the rhythm was still classified as a vt. No changes were made. No further information is available.